Event description:
It was reported by the user that during a patient procedure on (B)(6) 2026, using the affirm upright breast biopsy guidance system, "it did not target correctly." It was further reported that the biopsy procedure was successfully completed; however, an additional skin incision to the patient was required to do so. A remote applications investigation was held with the user and a hologic application support specialist. It was found that the needle data was correct and upon review of the biopsy case, "the needle appeared to be on track with where the target was projected." Further, the application specialist was unable to find issue with the device. No additional information available at this time.